Manufacturer narrative:
Evaluation of the returned red72 revealed that the distal shaft of the catheter was stretched. This is likely the reported ovalization. If the red72 is manipulated against resistance during use, damage such as stretching may occur. The root cause of resistance could not be determined. During the functional test, a demonstration velocity was advanced through the red72 without an issue. The red72 with the velocity inside was then advanced through a demonstration neuron max without an issue. Further evaluation of the device revealed kinks in the distal shaft. This damage was incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a velocity delivery microcatheter (velocity), a non-penumbra catheter, and a guidewire. During the procedure, the physician advanced the catheter to the clinoid area and advanced the red72 to the target vessel using the velocity and guidewire. The physician then removed the velocity to use the red72 and attached an aspiration tubing (tubing) to the red72. Subsequently, the physician initiated aspiration and, after approximately 90 seconds, noticed there was no flow in the tubing. Upon removal of the red72 after completion of the first pass, the physician noticed the red72 was ovalized at several locations at the distal end. The procedure was completed at this point as the physician was able to achieve thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.